Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Bright, e., fishwick, g., berry, d., & thomas, m. (2008). Indwelling bowel management system as a cause of life-threatening rectal bleeding. Case reports in gastroenterology, 2(3), 351-355. Concomitant product: dipyridamole was stopped 10 days prior to colectomy. (B)(4).

Event description:
In a journal article by bright, fishwick, berry, & thomas (2008), it was reported that 11 days after continual use of the fms the patient developed profuse rectal bleeding requiring resuscitation with 11 units of packed red blood cells and 2 units of fresh frozen plasma. The patient was in the ICU for ventilatory management to treat a respiratory infection. The fms was removed and rigid sigmoidoscopy performed revealing blood clots in the rectum with normal mucosa below and no obvious source of bleeding. A CT scan of the abdomen was unremarkable. Mesenteric angiography identified bleeding from a branch of the superior rectal artery. The artery was embolized with 3 5mm coils. The rectal bleeding abated and at 4 months post-op the patient remained in ICU for ventilatory support and continued to recover.

Manufacturer narrative:
Additional information was received on (B)(6) 2015 confirming the icc code. Section has been updated to reflect the applicable information. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on november 12, 2015. (B)(4).